Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) interrogated incomplete data. The patient had undergone radiation therapy for prostate cancer. The device parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.